Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope) sensor flex was found without indentaation. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications with accurate readings. See attached file for results. In summary, sensor passed per specifications submerge sensor under different levels of glucose and sensor passed with accurate readings. Unable to confirm customer complaint of bent sensor, unexpected alert/alarm, and sensor glucose vs. Blood glucose event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a significant discrepancy between the sensor glucose and blood glucose values. Customer also received change sensor alert, sensor updating alert and noticed that the sensor was bent upon removal from the body. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for difference between glucose values. The customer reported blood glucose value of 200mg/dl and sensor glucose value of 80mg/dl at the time of incident. The difference between glucose values were outside the acceptable range. Insulin delivery was not suspended. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for bent sensor. Customer reported a bent sensor was not a slight bend/curve. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.